Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 70-90mg/dl fasting. Verified the strips expired 10/31/2018. Customer confirms the strips have been properly stored and were first opened 12/5/2015. Customer performed a back to back blood test and obtained 100mg/dl and 101mg/dl not fasting. Reviewed meter memory 1:44mg/dl (B)(6) 2015 03:48:00 pm fasting:no. 2:84mg/dl (B)(6) 2015 03:18:00 pm fasting:no. 3:97mg/dl (B)(6) 2015 09:04:00 am fasting:no. 4:66mg/dl (B)(6) 2015 07:56:00 am fasting:no. 5:103mg/dl (B)(6) 2015 07:06:00 pm fasting:no. Customer is concerned with results of 44,84 . Customer is pregnant and has was instructed by her doctor to monitor he blood glucose levels 1 hr after meals. Customer received a result of 45 mg /dl on (B)(6) 2015 that customer considers too low.